Manufacturer narrative:
The device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that the pull wire was removed from the push catheter. The push wire was bent at the ramp. The push catheter length was within expected tolerance. The customer complaint was confirmed. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation (bsc) in 2005 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure performed eight days prior (patient gender, age and weight are unknown). According to the complainant, "when they backload over the hydra jagwire, they could partially advance it till it got stuck, wire got stuck in the stent catheter could not push delivery system or pull wire out after the procedure." During an attempt to "get the wire out, the coating was stripped, the guidewire was completely tangled." The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".